Manufacturer narrative:
Investigation ongoing.

Event description:
The user facility reported the or staff had placed the 12.03.25 on a slip tip syringe. The first time the doctor used the item in the case the item seemed to work fine. The item was used a second time, while the item was thru the cannula and into the globe, the entire item detached from the end of the syringe causing injury. The item did not come apart itself. The item was set up correctly by the staff, but for the second use, it felt different. The doctor repaired the injury, used oil in the eye and the patient will need to come back for an additional surgery. Risk management reported there was possibly two tears in the retina. The patient will have to return to remove the oil and possibly repair the retina. The risk manager had not spoken to the doctor yet to confirm and provide more details.

Manufacturer narrative:
Correction h11 product has not been returned for evaluation.

Event description:
Additional information: the user facility is required to sequester anything that was involved in injury to a patient. So they will not be able to release the product sample. Upon investigation we believe that this was a user error.

Manufacturer narrative:
Product has been returned for evaluation. Root cause cannot be determined. The 25ga subretinal injection cannula is a purchased component possibly from two lots. Both lots were supplied with product certifications signed by their director of qa/qc. Our DHR evaluation did not reveal any negative quality patterns. 100% inspection and test were performed per our inspection form. There are no ncs associated with the DHR. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.